Event description:
It was reported the patient had a loss of stimulation and therapeutic effect. Contacts 0-3 had high impedances of over 40,000 ohms. The day of report the patient had a planned procedure to replace the implantable neurostimulator (ins). Patient status at time of report was noted as no injury/no adverse event. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Analysis of the device, model #37612, serial # (B)(4), found no anomaly.